Event description:
It was reported that the external pulse generator was not functional. The generator was returned for service. It was indicated on the return paperwork that there were no patient complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. Fluid ingress found throughout the main compartment. Main printed circuit board is corroded. Lcd (liquid crystal display) is corroded and rusted. Upper and lower case halves are broken, corroded, and contaminated. Both bail covers are broken. Battery flex and lead flex cover are corroded. Heart wire contacts are patinaed. Battery contacts are compressed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. Fluid ingress found throughout the main compartment. Main printed circuit board is corroded. Lcd (liquid crystal display) is corroded and rusted. Upper and lower case halves are broken, corroded, and contaminated. Both bail covers are broken. Battery flex and lead flex cover are corroded. Heart wire contacts are patinaed. Battery contacts are compressed.